Event description:
When the medtronic lp500 AED was used with the set of the pm20020 electrodes, the AED alarmed "connect electrodes" and wouldn't analyze or shock the pt. The lot number is unk. The customer purchased this product from medtronic in 2/2003. The end-user was not able to provide a sample. No additional info is available about the outcome of the pt.